Event description:
A report was received passively of a vns patient passing away. The patient's lead and generator were returned for analysis and the generator analysis revealed there was low impedance existing on the generator, with no indication of whether or not normal impedance was existence prior to the patient passing away. No additional relevant information has been received to date.